Manufacturer narrative:
This report is submitted july 9, 2020.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, during the implant initial activation on (B)(6) 2019 a small impaired wound healing above the implant was found.

Manufacturer narrative:
Per the clinic, the patient experienced wound breakdown and extrusion of the device resulting in explant of the device (date not reported). The patient was treated with antibiotics. This report is submitted on 20 november 2019.